Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient controller was displaying replace generator message stating that the implantable pulse generator (ipg) was reaching end of life. Patient felt their pain coming back about a month ago. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information: explant date and weight.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.